Manufacturer narrative:
A siemens healthcare diagnostics (siemens) customer service engineer (cse) was dispatched to the operator's site to determine the cause of the discordant, falsely low, below measuring range heparin unfractionated (uf) results on the bcs xp system. The cse determined that the operator did not properly replace the syringe when performing maintenance on the bcs xp system. The operator did not properly attach the 250 ul sample syringe plunger to the dilutor drive. As a consequence, the syringe plunger disconnected from the syringe drive and sample fluids were not aspirated. A siemens headquarters support center (hsc) specialist determined that the mechanical disconnection contributed to the discordant results. As precautionary measures, the cse replaced the syringe pumps and dilutor values, primed the system, and tested the probes, which cleared the fluid line of bubbles. The operator ran quality controls (qc), which recovered within expected ranges. Based on the berichrom heparin's instruction for use (IFU), "the limit of detection for an unfractionated heparin is 0.05 iu/ml." The operator reported a discordant heparin uf result that was below the limit of detection for the assay. The cause of the event is a user error. The system and reagent are performing according to specifications. No further evaluation of this system or reagent is required.

Event description:
A discordant, falsely low, below measuring range heparin unfractionated (uf) result was obtained on a patient sample on the bcs xp system. This result was reported to the physician(s), who did not question the result. The patient's blood was redrawn and run twice on the same system, resulting in the same discordant, falsely low, below measuring range heparin uf result. Both samples were rerun on an alternate bcs xp system, resulting higher. The initial sample was also rerun using a user defined method (udm), resulting higher than the initial results. The result obtained on the redrawn sample on the alternate bcs xp system was reported to the physician(s). The results obtained on the alternate bcs xp system on the initial sample were used for comparison purposes only and were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low heparin uf results.